Manufacturer narrative:
This report filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, july 14, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct model # is ci24m; not ci24re (ca), as previously reported. The correct serial # is (B)(4); not (B)(4), as previously reported. The correct implanted date is (B)(6) 1997; not (B)(6) 2012, as previously reported. Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2015.